Manufacturer narrative:
(B)(4). Qing zhang, ming xiang ,jin-song yang, fei dai (2023). Clinical and radiographic outcomes of total elbow arthroplasty using a semi-constrained prosthesis with a triceps-preserving approach over a minimum follow-up period of 4 years. Orthopaedic surgery published by tianjin hospital and john wiley & sons australia, ltd. Doi:10.1111/os.13698. Proposed code: mechanical (g04)- stem. G2: foreign- china. Unable to confirm as product /picture was not received reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02832.

Event description:
It was reported during a clinical study that the patient underwent total elbow arthroplasty. The patient experienced peripheral nerve damage. The patient was prescribed mecobalamin and recovered four months post-implantation. No additional patient consequences were reported.